Manufacturer narrative:
A good faith effort will be made to obtain this information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (85.9 mg/ml at 9.988 mg/day) via an implanted pump. The indication for pump use was spinal pain. On 29-feb-2016 the patient reported that the pump was not even a year old and it¿s ¿failed¿; it stopped working sometime last week. It was noted that the patient was crying during the call making it difficult to understand her. The pump was not alarming. When asked if the hcp (healthcare professional) had checked the pump to know that it failed, the patient stated that she ¿can hardly walk, let alone drive and she can¿t get to her hcp¿. The pump wasn¿t due for a refill until the end of march. When asked to clarify what happened to the pump, the patient stated ¿it just stopped working¿ and that they had figured out what the problem was on (B)(6) 2016. When asked to clarify who ¿they¿ were and what they had figured out, the patient stated that she went to the hospital and ¿we ruled everything out¿. They thought maybe it was a kidney stone because that ¿can make someone double over¿ but that wasn¿t it. They thought it was an appendicitis, but it wasn¿t that either. The patient stated, ¿t here¿s nothing else wrong so that only leaves 1 thing¿. The patient had contacted her hcp and they made her an appointment, but she couldn¿t get there. The ¿fail¿ ¿was ruining her life¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.